Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer was treated with shots. Customer stated that while at hospital getting treated for her high blood glucose value customer¿s blood glucose value still would not come down. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device passed the displacement accuracy test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. It was received with minor scratched lcd window and cracked reservoir tube lip.